Manufacturer narrative:
Onetouch ultra meter: serial # of meter is (B)(4). Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging when attempting to test his blood glucose with his onetouch ultramini meter, the onetouch ultra test strips were not drawing his blood sample into the confirmation window. The complaint was classified based on the customer care advocate (cca) documentation, since this medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged test strip issue began on (B)(6) 2011. The patient claimed when he applied a blood sample to the test strip, the blood would "bubble up" instead of going into the strips. The patient stated the alleged issue occurred with at least 120 strips. It is not known how the alleged issue affected the patient's blood glucose testing or diabetes management regimen. When he was able to test successfully with the subject strips, the patient reported he obtained readings that were "really low" and felt the results may have been inaccurate. The patient informed the cca that he would obtain low readings of "57 and 66 mg/dl" with the subject meter. It is also not known, what action, if any the patient took regarding his diabetes management in response to the alleged inaccurate low readings he obtained. On an unspecified date/time, the patient claimed he developed symptoms of "hypoglycemia and hyperglycemia". The patient reported that he was hospitalized on (B)(6) 2011 and (B)(6) 2011. During one of the hospitalizations, the patient claimed his blood glucose was in the high 300 or 400 mg/dl range when tested with a hospital meter. The patient was unable to provide any information regarding the medical treatment he received while hospitalized. This complaint is being reported because the patient reportedly was treated by an hcp for a serious injury after the alleged strip and meter issues began.